Event description:
An employee alleged that she had experienced a reaction with the symptom of breathing difficulty when exposed to the cavicide spray.

Manufacturer narrative:
The employee sought medical attention with a general practitioner two (2) times and was prescribed an albuterol inhaler; however, no diagnosis was provided. The office has discontinued use of the cavicide product. To date, the symptoms have completely subsided and the employee has fully recovered. The returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters.